Event description:
It was reported that the device exhibited flow rate error of more than ten percent. The event occurred during inspection; there was no patient involvement.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log confirmed no miss setting or other errors related to delivery failure. Functional testing could not reproduce nor confirm the reported issue; pump accuracy was within specification. The root cause could not be determined. No further actions were taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.